Event description:
Device was explanted in surgery.

Manufacturer narrative:
DHR review could not be performed as no lot number was provided. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.